Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and passed the recognition engagement and 3 clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was resolved using another instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large hem-o-lok clip applier had difficulty applying the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.